Event description:
It was reported the pt not receiving effective stimulation in her right leg. A sjm rep was unable to resolve the issue with reprogramming. The sjm rep reprogrammed the pt's scs system again. The pt is to try the new programs to see if the programs resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.